Manufacturer narrative:
UDI: (B)(4). Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, , loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too high has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause insufficiency and lead to embolization of the prosthesis. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the valve was implanted within a pre-existing ring. The valve landed higher than intended due to it not being in a coaxial plane during deployment. The pvl was a result of an incomplete tricuspid band that did not properly seal around the patient¿s anatomy and the surgical tricuspid ring. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was used in an off-label implantation in the tricuspid position with a sapien 3 valve. As there are no specific IFU or training materials related to sapien 3 with tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported, during a tricuspid valve in ring procedure the first valve was implanted high, due to it not being in a coaxial plane during deployment, with severe paravalvular regurgitation noted on echo. A second valve was then implanted a little lower but there was still severe regurgitation. A plug was placed between the ring and the septal wall to alleviate the regurgitation. The perceived root cause of the pvl was by an incomplete band that did not properly seal.